Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what suture type was used? It was found that the clip has been fallen off from the cartridge when the package was opened before use. No further information will be available. What suture size was used? The issue occurred before use. No further information will be available. When the event occurred, was the suture placed near the hinge of the clip? The issue occurred before use. No further information will be available. Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? The issue occurred before use. No further was the applier checked for damage (jaws straight and aligned)? The issue occurred before use. No further information will be available. What was the surgical procedure involved? The operation was urological procedure. No further information will be available. Was this a robotic procedure? No further information will be available. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? The issue occurred before use. No further information will be available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a urological procedure on (B)(6) 2022 and suture clips were used. It was found that the clip had fallen off from the cartridge when the package was opened before use. Another device was used to complete the case. No adverse patient consequences were reported. Additional information was requested.